Event description:
Revision surgery was reported. The nature of the event is unclear. Add'l info is pending. We are awaiting clarification of this event.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.